Event description:
(B)(6). According to the information received, there was a catheter in which the packaging was difficult to open. A nurse cut her finger while opening the package. Some plastic bits came off the packet and got into the cut. The nurse had to go to the doctor to get antibiotics.

Manufacturer narrative:
Evaluation pending. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence.